Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was reported by the patient that the pod was alarming during operation.

Manufacturer narrative:
The pod generated a hazard alarm indicating power on reset was detected while running. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined. All three batteries were measured to be low. Shelf mode current was measured within specification. It could not be determined whether the low batteries contributed to the reported hazard alarm or if the alarm contributed to the battery loss. The soft cannula was observed to be torn and shortened. It could not be determined when or how this damage occurred. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.